Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that on an unknown date, a proximal type I endoleak was observed. It appeared that a physician tried to coil the endoleak, which did not result in successful treatment of the endoleak. The physician decided to partially explant the stent graft from the bare metal stents down to distal aorta leaving the iliac limbs and sewing in a dacron graft. The treating physician that the patient was not an endovascular candidate as the aortic neck was not as healthy at implant procedure. The physician believes the proximal type I endoleak was due to insufficient seal at time of implant. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of several returned films/video revealed that the bifurcate was positioned approximately 5-10mm below the renals. A proximal type I endoleak is seen near the proximal portion of the stent graft; the neck appeared to be aneurysmal. Coils were also seen 1-2cm below the stent graft proximal margin. A photo showing one side of the explanted device revealed that the device was transected into multiple sections; no stent graft issues were observed from this single limited photograph. Earlier post-implant images were not provided. The cause of the proximal type I endoleak is unknown; likely due to the an insufficient seal and disease progression

Manufacturer narrative:
(B)(4).